Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent. Lawyer-filed report - (B)(4).

Event description:
It was reported that on or about (B)(6) 2008, the pt was implanted with an apogee device. Following the surgery, the plaintiff has had trouble urinating, she cannot sit, and she has suffered excruciating pain on an ongoing basis. The plaintiff has also suffered from recurring infections and she cannot engage in sexual relations. The plaintiff has taken and continues to take pain medication on an ongoing basis. The plaintiff has experienced significant physical, psychological and emotional pain and suffering, and has sustained permanent and debilitating injuries. The plaintiff continues to experience problems with incontinence. The plaintiff has sustained physical and psychological injuries, including, but not limited to pain, inability to be intimate, depression, and other injuries. All of these injuries have caused the plaintiff pain, suffering, and permanent physical disability. The plaintiff has undergone other forms of care, medical treatments and surgeries. No additional pt complications reported.